Event description:
Philips received a complaint from a customer that smoke was coming from a unit during a procedure. Power tray was suspected to the problem.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to FDA.